Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure blood was noted to be leaking from the hemostasis valve of the introducer. This occurred after the sheath was flushed but prior to any catheters being inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.